Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high pacing impedance measurements of 1100 ohms and an increase in threshold measurements. The physician suspects a dislodgement and would like to perform a lead revision. At this time, the pacing impedance measurements remain within normal limits. Additional information was requested; however, no further information is currently available. No explant date was provided and despite the event description, the lead has been returned for analysis.